Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device results reported were 3.5, 4.6, 4.7 and 5.8. Inr. The corresponding reported lab results were 2.33, 3.47, 3.49, and 4.18 inr. The device was replaced and requested to be returned for evaluation.